Manufacturer narrative:
Four devices were returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. Three of the four returned tips were returned with a defective heat shrink heat shrink ref 1223422-2017-00130, 1223422-2017-00131. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plain has been issued in efforts to address the increase of these failures. This is an known issue that is being addressed in CAPA (B)(4). As of july 13, 2017 all microline inc reusable tips were recalled. All of customers were made aware of this product recall while this issue is being addressed. Initial information received on these complaints led us to believe that they were not patient involved. Additional information provided in october 2017 told us that the patient was already under anesthesia when the failure occurred. This additional information led to the reporting of these complaints.

Event description:
During a surgical procedure,while in pre-op inspection the nurse/doctor notice the heat shrink from renew lapclinch grasper broke. The procedure and anesthesia time was extended by 10 mintues. There was no harm to the patient.